Event description:
Patient had cancelled a refill appointment because they were relocating to another city. The alarm date was set for four days later. Once relocated, the patient was admitted to the hospital for withdrawal symptoms including pain, shaking and nausea/vomiting-unknown date. Their pump was alarming upon admission to the hospital. They were followed by an oncologist who managed their withdrawal and pain. No interrogation or filling of the pump was performed during the hospitalization. They were discharged after "a few days." They were prescribed oral medication and duragesic patches.